Event description:
It was reported that a hypotube break occurred. Vascular access was obtained via femoral artery with a non bsc guide catheter. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. A non bsc guide wire was used to cross the target lesion. During procedure, an unspecified size coyote and a 2.5mm non bsc balloon catheter were used for pre dilatation. The physician attempted to dilate the lesion with a 2.50mm/1.5cm/140cm small peripheral cutting balloon¿; however, the balloon failed to cross the lesion. Therefore, only the proximal side of the lesion was dilated with this device. The physician utilized a 4mm non bsc balloon catheter, however, it also failed to cross the lesion. A 2.5mm non bsc balloon catheter was then used to successfully dilate the lesion. A 2.50mm/1.5cm/140cm small peripheral cutting balloon¿ was then utilized; however, the device also failed to cross the lesion. The physician then pushed the device causing the hypotube to be bent. The device was then removed from the patient and noted that the hypotube was broken. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned analysis. The balloon protector cap was not returned for analysis. No damage was noted to the tip, balloon or blades of the device. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was broken at 737 mm distal to the hub. In addition, the hypotube was kinked along its entire length. The outer was kinked and accordioned between 166 and 184 mm from tip. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a hypotube break occurred. Vascular access was obtained via femoral artery with a non bsc guide catheter. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. A non bsc guide wire was used to cross the target lesion. During procedure, an unspecified size coyote and a 2.5mm non bsc balloon catheter were used for pre dilatation. The physician attempted to dilate the lesion with a 2.50mm/1.5cm/140cm small peripheral cutting balloon&#12000;however, the balloon failed to cross the lesion. Therefore, only the proximal side of the lesion was dilated with this device. The physician utilized a 4mm non bsc balloon catheter, however, it also failed to cross the lesion. A 2.5mm non bsc balloon catheter was then used to successfully dilate the lesion. A 2.50mm/1.5cm/140cm small peripheral cutting balloon was then utilized; however the device also failed to cross the lesion. The physician then pushed the device causing the hypotube to be bent. The device was then removed from the patient and noted that the hypotube was broken. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).